Manufacturer narrative:
A manufacturing evaluation was completed: the screwdriver shaft was broken ¿ the broken tip of the screwdriver shaft was left in the screw head. Universal punch manufactured the stardrive screwdriver shaft t8, 105mm, part number 314.467, lot number 7399792. The part initially conformed to specifications as noted in the certificate of compliance and was inspected / conformed to the synthes incoming inspection and final inspection sheet. Due to an unknown cause, the tip of the screwdriver shaft broke inside the screw head. Based on the evaluation and the unknown cause, this complaint condition is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported screwdriver shaft was broken while the surgeon was removing the third screw out of six in removal surgery of distal fibula plate. Broken tip of the screwdriver shaft was left in the screw head. The surgery was complete with another screwdriver shaft. There was 90 minutes delay in the surgery. Patient harm reported was the delay in surgery. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the DHR (B)(6) lot 7399792 released (B)(6) 2013, universal punch corp. Manufactured the stardrive screwdriver shaft t8 105mm, p/n (B)(4), and lot number 7399792, on purchase order (B)(4), and work order (B)(4). The supplier¿s certificate of compliance (dated (B)(6) 2013) indicates the parts were manufactured to p/n (B)(6) and met the required specifications. The lot was inspected and conformed to synthes incoming/final inspection sheet number (B)(4), revision ¿m¿ (incoming inspection completed (B)(6) 2013 and final completed (B)(6) 2013). No ncrs were generated for this lot and the parts were released (B)(6) 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.